Event description:
It was reported that a revision surgery was performed due to a dislocation of the r3 constrained liner after the original case. The surgeon tried to relocate it but was unable to get the head to stay constrained in the liner so the cup was replaced and new liner was locked in. No delay involved. A back up was available.